Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced inadequate patient restraint. There was no patient involvement.

Manufacturer narrative:
1 pending device was not evaluated but reviewed by data and confirmed the issue. Section h codes have been updated.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated as the cause was determined by analyzing data provided by the user/third party; no further assistance was requested by the customer. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced inadequate patient restraint. There was no patient involvement.